Event description:
It was reported the subject device experienced an error code (e222) during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation there is cause traced to component failure that lead to the malfunction due to a malfunction of the printed circuit (rx) module. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.